Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope had reduced angulation. The device was returned for evaluation. Upon inspection of the return of the device the following reportable malfunction was found: foreign matter clogging in the nozzle. There was no patient involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition to foreign objects found to be clogging the nozzle, additional findings are as follows: due to wear of angle wire, the play of up/down knob is out of the standard value, the adhesive wires were stretched, an irrigation error was observed, the adhesive on bending section cover had a chip, the adhesive on the bending section cover has a white-clouded area, the electrical connector has discoloration due to water leakage, the switch 1 and connecting tube has a scratch, the remote switch is broken, the forceps channel port was shaved, the color ring has a crack, the adhesives around objective lens has white-clouded area, and the adhesives around light guide lens has white-clouded area. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation: the foreign material could not be identified from the obtained information and could not specify the root cause of the remaining foreign material since it is unknown if the reprocessing was conducted in accordance with IFU. Therefore, a definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): the inspection method for the event is described as follows in the operation manual " chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of the endoscopic system". ¿[inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the objective lens cleaning function] 1. While covering the spray valve hole with your finger, depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. 2. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image.¿ olympus will continue to monitor the field performance of this device.